Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery gauge not lighting up was confirmed with returned 14v battery (serial # (B)(6)). The battery pack was accepted for charge with no error code when inserted into the test universal battery charger. The battery passed the discharge/charge test using an electronic load based battery test system. Depressing the battery button revealed one of the five bars did not light up. The cover was removed, and inspection revealed of the solder on the light emitting diode (led) component appear damaged/fractured as compared to solder that appear normal. Slight pressure was applied to the component and the led lit up indicating a contact issue. Solder was reflowed on the component and the led lit up as expected when depressing the battery button. A root cause that led to the damaged/fractured solder could not be determined. 14v battery (serial # (B)(6)) was manufactured on (B)(6) 2024 by the supplier. The battery was received for inspection. Heartmate 3 instructions for use rev a. Is currently available. Under section 3, battery charger overview, describes setting up the battery charger before use ¿before using the battery charger to charge heartmate batteries, it must be plugged in and turned on. The display panel on the front of the charger displays messages during setup and operation.¿ also, under ¿checking battery charge status using the on-battery power gauge¿, describes how to use the on-battery power gauge to confirm that the battery is fully charged. Under section 7, alarms and troubleshooting, battery related advisory messages ¿if the battery charger detects a problem with a battery, such as battery voltage too high or too low, or open battery circuit, the red light for the pocket comes on and a telephone symbol appears on the display panel to indicate a battery fault¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were two batteries with lights that did not light up partially. The batteries were exchanged.